Event description:
It was reported that during a left sided idiopathic ventricular tachycardia (idvt) case, while mapping the left ventricle with the thermocool sf. The physician perforated the left ventricle in an area of scar and low voltage. It was noticed that the catheter was visualized outside of the left ventricle geometry. The physician used fluoroscopy to verify that the catheter was in fact outside the left ventricle. The physician then removed the catheter and using the soundstar catheter. They used the saved carto sound clips to examine base line effusion. The patient showed some decreased blood pressures therefore the physician had to reverse the anticoagulation. The physician requested for a transthoracic echocardiogram (tte). The patient¿s blood pressure was maintained with fluid and medications. After 30 minutes of the initial transthoracic echocardiogram (tte) the patient experienced a dip in blood pressure. The echo showed increased effusion and the doctor decided to perform a pericardiocentesis. The physician removed about 300cc of liquid from the pericardial space and left the drain in the pericardial space. The doctor looked at the patient¿s angiogram and discovered an aneurism in the left ventricle from the left ventriculography (lv gram) performed the prior day. The aneurism location on the left ventriculography (lv gram) looked similar to the carto 3 map therefore the physician and the cardiothoracic surgeon decided to take to patient to the operating room prep area and wait to see if the patient would need surgery. Patient was stable when they left the catheterization lab.

Manufacturer narrative:
(B)(4) it was reported that during a left sided ischemic vt case, a perforation of the left ventricle was noticed when the catheter was visualized outside of the 3d fam map. The perforation was confirmed by fluoro. A pericardiocentesis was performed and approximately 300 ml of fluid were removed. In addition, customer reported that the anticoagulants were reversed. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was also performed and catheter passed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality and catheter failed carto 3 since electrode 4 was blacked out. Finally, catheter was tested for electrical performance, stockert compatibility and thermal sensor response. The catheter failed on electrode 4. Further investigation revealed that the lead wire 4 was broken close to the electrode area the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Lead wire from electrode 4 was found broken, but the root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The concomitant products: carto 3 (13195), stockert (s/n unknown), cool flow pump (s/n unknown), pentaray nav catheter (catalog and lot number unknown). Manufacturer ref # (B)(4).